Event description:
A caller reported a tandem mobi cartridge alarm, which was confirmed to be cartridge alarm 34. The alarm did not cause the customer's blood glucose level to exceed 500 mg/dl. After it was determined that exposure to magsafe magnets could trigger this alarm, cts educated the caller about this issue. The cartridge alarm recurred despite attempts to resolve it, so cts decided to replace both the pump and the original cartridge. Cts also provided instructions on the use of the replacement pump and arranged for the return of the problematic pump to tandem.